Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(6) 2015 with the following findings: the display screen visual was observed to be dim and discolored due to an unidentified display failure. Unrelated to the reported issue, the audio bolus button (abb) cover was observed to be missing; the functionality of the abb could not be evaluated. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen visual. This report is made based on results of investigation completed on (B)(6) 2015.